Event description:
It was reported to covidien on (B)(6) 2012 that the display was defective. Covidien determined on (B)(6) 2012 that there was a display failure for missing segments. There was no pt involved.

Manufacturer narrative:
The customer's complaint was verified. The failure was isolated to the display assembly. The display was replaced.